Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during skin closure on an open coronary artery bypass graft, two sutures broke as it was being pulled through the tissue. Another device was opened to complete the case. There was no patient injury.